Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: anchor released after implantation and emerged from the bone. Probable root cause: design: anchor geometry insufficient to maintain fixation during healing; insufficient material strength; process: anchor not manufactured to specification; application: poor patient compliance during healing; too much tension applied to anchor; poor bone quality: pilot hole preparation with incorrect instrumentation. Use of less than 2 suture tails or more than 4 suture tails. Use of suture not indicated for reelx.

Event description:
It was reported that the patient needed revision surgery.